Event description:
The manufacturer received information regarding a dreamstation device. There is an allegation that the device caught fire and caused property damage in their bedroom. The patient stated the device, mask, and tubing were melted. The patient also stated that the ac outlet that the device was plugged into was completely burned. The patient alleges burns on the chest and coughing up phlegm. The patient had to go to the emergency room and had to go in daily for 3 weeks after that for the burns to be cleaned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.